Manufacturer narrative:
Tech found the bed shop for repair. Found that the bed has no head up function. Replaced the manifold to resolve this issue. Bed back to svc.

Event description:
Bed in shop for repair. No head up function. No injuries alleged.